Manufacturer narrative:
The compliant info reported was as follows: the physician tried to take needle out of scope and it would not come out. When removed scope the needle was in the scope. The needle was bent inside the scope. The physician used another of the same device to complete the procedure. The actual lot number of the echo-hd-22-c (echo) device involved in this complaint was not provided. As the lot number was not provided; therefore, it is not possible to establish if there were any devices from the affected lot numbers in stock at the time of the complaint investigation. The echo device involved in this complaint was not returned for evaluation to date. Therefore, the customers' complaint remains unconfirmed. With the info provided, a document based investigation was carried out. A possible cause of this complaint is that the needle bent during use resulting in a needle breakage. The needle can kink/bend due to product handling when removing the device from the packaging or due to product handling during the procedure. If the handle of the echo device is not appropriately handled it is possible for the sheath to become kinked due to the weight of the handle. A needle kink/bend may also be attributed to pt anatomy if the lesion being puncture was a hard lesion or if the endoscope was used in a tortuous anatomy. As the needle is advanced/retracted during the procedure, it is possible that the kink resulted in a breakage. As the conditions of use cannot be replicated, it is not possible to definitively state if this is the root cause of this complaint. The difficulty the user experienced occurred on the third pass. It was confirmed that the needle was detached/broken from the device in the scope. Information received confirmed that no section of the device remained inside the pt's body. The pt did not require any additional procedures due to this occurrence. No adverse effects were reported to the pt as a result of this incident. Prior to distribution, all echo devices are subjected to functional checks and visual inspections to ensure device integrity. The manufacturing records for the device involved in this complaint could not be reviewed as the lot number was not provided. No corrective action is warranted at this time. This event did not impact the pt or user. The 2 year complaint history has been reviewed for this rpn and the likelihood of this type of occurrence is low. A health risk assessment was carried out to assess the risk of needle breakage across the echo product family and was determined to be low risk. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The physician tried to take the needle out of the scope and it would not come out. When removing the scope, the needle remained in the scope. The needle was bent inside the scope. The physician used another of the same device to complete the procedure. Additional information received clarified the needle had detached and remained in the scope. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.